Manufacturer narrative:
Findings: pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken off retainer ring, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported that pump had fallen and suffered scratches and cracks. Customer was advised that insulin pump will be replace.